Event description:
It was reported that when the device was used during a laparoscopic appendectomy procedure, the device locked out. Opened another device and completed the case. There was no consequence to the patient.